Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to a concern that the battery is showing evidence of premature depletion. It was reported that this device will be returned to guidant for analysis.